Manufacturer narrative:
Correction: manufacturer report 2938836-2015-04224, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that the patient presented in-clinic for routine follow up. The device could not be interrogated. A surface ECG indicated that the device was not pacing. Patient noted having an MRI in (B)(6) 2015. The device was explanted and replaced with a new competitive device.